Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend instrument was inserted and not recognized on the universal surgical manipulator (usm). There was no noise or light when inserted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that it took about 10 minutes to switch the instruments; however, the procedure was delayed over 30 minutes due to troubleshooting and switching the arms. Patient information was requested, but not received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the evaluation. Failure analysis confirmed, but could not replicate the reported complaint. Based on log review, the instrument was found to have multiple recognition failures, error code 282 and 31009. However, the recognition failures were not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. The housing was removed and damage to the radio frequency identifier (rfid) tag was observed. The root cause of this failure is not determinable. Additionally, based on log review, the instrument was found to have one engagement failure, error code 22020. However, the engagement failure was not replicated during in-house testing. No damage was observed. The root cause of this failure is not determinable. No image or procedure video was provided for review. A review of the device logs for the vessel sealer extend (480422-01/m90220529-0014) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on 08/30/2022 via system serial# (B)(4). There were 0 uses remaining after this last usage. This complaint is being reported based on the following conclusion: the procedure was delayed 31 minutes or more with a total operative time equal to or greater than 181 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) confirmed the reported complaint. The vessel sealer extend instrument was placed on an in-house system and passed the recognition, engagement, intuitive motion, and energy delivery tests. No advanced logs were available for this instrument.